Event description:
The customer reported to olympus, there were stripes in the image on the colonovideoscope. The device was returned for evaluation. During the device evaluation, foreign material was found in the air/water tube and the air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: water tightness was lost due to wear of the scope cover; the water tightness was lost due to deformation of the up/down knob; the grip had a scratch; the air/water cylinder had no color; the suction cylinder had no color; the switch flexible printed circuit cover had corrosion due to water leakage; the suction connector had corrosion due to water leakage; the electrical connector had corrosion due to water leakage; charged coupled device flexible printed circuit had corrosion due to water leakage; electronic export information circuit board flexible printed circuit had corrosion due to water leakage; insulation resistance value at distal end does not meet the standard value due to adhesive peeling on the bending section cover; the light guide lens had a scratch; the connecting tube had buckling; and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-cover) and the up/down (u/d) angulation control knob. A further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.